Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leg and bladder weakness due to the placement of the device and the patient¿s spinal stenosis. The physician removed the device and the symptoms are improving.